Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields d8, h2, h3, h6, h11. Corrected fields d9. Date of event is unknown. Additional information will be provided if available. This supplemental report is being submitted to provide the correction and results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera of the gastrointestinal videoscope was not working. This occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.